Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the sphincter of oddi during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2022. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip did not release from the catheter and had to be completely remove from the patient, causing a mild mucosal injury. The procedure was completed with another resolution clip device. Note: it was reported that the scope used was a duodenoscope. However, per the instructions for use, hemostasis clip is designed to be compatible with forward viewing endoscopes only. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Medical device code (B)(4) captures the reportable event of clip unable to release from catheter.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned without the over sheath and only the clip assembly was returned stuck into the bushing. Microscopic examination was performed, and it was found that the device was properly deployed since the yoke was detached from the control wire and locking tabs were open. Additionally, the capsule bottom part was damaged. No other issues problems with the device were noted. The reported event was confirmed. It is possible that the amount of the tissue grasped was bigger than the clip could close, causing that the customer needed to apply an excess of force to close the clip arms in order to activate them, but due to the amount of tissue grasped, this force was enough to detach the clip from the bushing, but it was not to activate them. Due to this detachment, when the customer attempted to reposition the clip into the bushing, the clip got incorrectly positioned, and most likely the physician kept pulling back the clip and cause the control wire and clip detachment, causing a deployment failure. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A product labeling review identified that there was evidence that the device was used in a manner inconsistent with a written instruction in the IFU. The resolution clip is intended to be used in forward viewing endoscopes. The IFU states that, "the resolution clip is designed to be compatible with forward viewing endoscopes with working channels equal to or greater than 2.8 mm" and using the device with scopes that has different characteristics, can potentially damage the device and/or affect the device performance. Block h11: correction: d2b (product code), g4 (premarket / 510(k) #).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2022. During the procedure, the clip was opened and positioned to control the bleeding of the papillectomy; however, after closing the clip it was not released and had to be completely removed the clip causing a mild mucosal injury. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.